Manufacturer narrative:
Technical services discussed potential insulation damage and recommended replacing the lead and device, as the device may have been damaged during the shocks. Also, the beep tones were likely due to the fault code. The lead was damaged during extraction; a portion of the lead will be returned and the remainder was surgically abandoned. Insulation abrasion was noted, possibly due to friction with the device can. A new boston scientific defibrillation lead and ICD were successfully implanted. The explanted device and portion of lead will be returned. This report will be updated when additional information is available.

Manufacturer narrative:
Upon receipt, a review of device memory confirmed the device was at middle of life 2 (mol2) battery status with a monitoring voltage of 2.65v. A visual inspection noted multiple arc marks on the back of the device case. A review of stored episodes showed that the device had delivered five shocks into a shorted lead condition on the date the patient experienced the vt/vf storm event. The laboratory technician manually delivered 1.1 joule shocks with the device and received a shock impedance measurement of >125 ohms; a shock delivered in reversed polarity produced a shock impedance measurement of <20 ohms. This indicated the device had sustained high energy overstress damage to the high power output module when the device delivered shocks into the shorted lead. No brady or tachy therapy was available in the device after this event occurred.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) emitted beep tones. It was noted that the patient experienced a vt/vf storm and received five shocks. Therapy was exhausted. The shocks did not convert the arrhythmia, but the rhythm converted on its own. A fault code was observed indicating a shorted condition had occurred. The patient was monitored in the hospital until the device replacement could be performed. It was noted that the device monitoring voltage was 2.57v. The right ventricular (rv) pacing impedance was <200 ohms and no capture was observed. The shock impedance had increased from 36 ohms to 78 ohms. The warning message specifically stated that a shorted condition occurred during shock delivery.